Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, noise oversensing was noted on the right ventricular (rv) lead. The physician elected to disconnect and reconnect the rv lead. The noise was observed to a lesser degree post reconnection and no further noise/oversensing was noted after the procedure. The patient was discharged from the hospital after the procedure.